Event description:
The customer reports: "after entering the guide, when the catheter was going to be introduced the broken tip is evident". The device was replaced.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as a sample was not returned for analysis. A device history record review was performed and no relevant findings were identified for this complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "after entering the guide, when the catheter was going to be introduced the broken tip is evident". The device was replaced.